Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced pain and discomfort at the abutment site. Subsequently, the patient underwent an abutment change under a general anaesthetic.